Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found position #12 not ejecting tips properly. Fe replaced plunger clamp on position #12. Also, replaced worn 2-pole ribbon cable. The instrument was tested without further problem and was returned to expected operation.